Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation, headache, and neck pain that radiates to the arms. It was unknown if pain was device related, however, it was improved by pain medications and steroid injections. Frequent ipg charging was also noted. The patient will undergo a revision procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation, headache, and neck pain that radiates to the arms. It was unknown if pain was device related, however, it was improved by pain medications and steroid injections. Frequent ipg charging was also noted. The patient will undergo a revision procedure. Additional information was received that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.